Event description:
It was reported that tulip heads popped off three screws during screw insertion.

Manufacturer narrative:
Lot# 153339. The submitted two screws were confirmed visually to have a separated tulip head. Manufacturing files were reviewed and no anomalies were found. The stg states "the adjustable drill guide allows for a single drill bit to be used for preparation of variable depths. It is recommended that a tap be used to finalize the preparation of the screw pathway. The optional tap sleeve may be used to accurately measure the tapping depth or to protect soft tissue." The likely root causes for the tulip separation is not tapping the full length of the hole to match the screw.

Event description:
It was reported that tulip heads popped off three screws during screw insertion